Event description:
It was reported that the system does not emit x-rays. The resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced during the service call. The reported issue is currently under investigation.